Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported that transducer cracked and there was actually minimal blood loss that leaked out of the transducer. There was no harm to the patient and a different transducer was attached and treatment was completed. There is no patient data available and the transducer was discarded into biomedical waste.